Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine device check. During the visit, the patient¿s atrial lead exhibited intermittent capture and under-sensing. Programming changes were made, and a chest x-ray was performed. The x-ray showed that the patient¿s lead had dislodged. The possibility of a lead revision was discussed. The patient was stable.

Event description:
New information received on may 5, 2019 indicates that the patient's right atrial lead was successfully re-positioned successfully. The patient was stable.